Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that the son experienced a high blood glucose. Customer¿s high blood glucose value was 521 mg/dl. Customer's mom also stated that the insulin pump had an open book image error. The product will return f or the analysis.